Event description:
It was later reported the patient was still having concerns with their device but had not sought further help.

Manufacturer narrative:
Product ID: 3093-28, lot# v548474, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that when a patient would go through a security screen device at (B)(6), she would get a shock and it would make her scream and jump. It was "very painful" for the patient during and afterwards. It was stated that it was like "a jolt of electricity" that went through the patient. It was noted that afterward that patient felt like "little electricity pulse and aching pains all through the patient's right leg and butt". It was stated that the patient had "always gotten shocked a little bit, but it seemed to have gotten worse in the last year".